Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of communication issues was confirmed during review of the downloaded log files from the returned heartmate 3 system controller (serial number: (B)(6)). The downloaded log file contained approximately 3.5 minutes of data on (B)(6) 2022 (11:51:29 to 11:54:56 per timestamp). Frequently throughout the data, internal communication faults on both the comm a and comm b cables were observed. These faults quickly cleared and reactivated many times; however, they did not persist long enough to result in the activation of an alarm. These internal faults are indicative of an interruption in communication between the system controller and the left ventricular assist device (lvad), which would have also resulted in the reported issues with viewing/changing the pump¿s parameters on both the heartmate touch and the system monitor. The observed communication issues did not appear to impact the ability of the pump to operate at the set speed, as the pump maintained a speed above the low speed limit until the driveline was disconnected. The returned controller was functionally tested and found to perform as intended. The parameters of the pump could be changed without issue, and no communication faults or atypical events were reproduced throughout testing. Log files were successfully downloaded with both the heartmate touch and system monitor, and both screens were able to view the event history. The root cause of the observed communication issues was unable to be conclusively determined through this evaluation. Review of the device history record for the heartmate 3 system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D ¿ section 5 ¿alarms and troubleshooting¿) describes all alarms that are produced by the system controller. The heartmate 3 patient handbook (rev. D - section 6 "caring for the equipment) describes how to care for and clean all equipment, including the heartmate 3 system controller and its power cables. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when the patient presented to the clinic and the healthcare provider connected to the system monitor there was a "---mode- speed setpoint--rpm" message showing. However, 5200 rpm was showing under pump speed. The healthcare provider was only able to see a total of 10 events after downloading the patient's history. The patient was asymptomatic at the time. The healthcare provider was advised to restart the system monitor and change the power module patient cable, after which there were no changes. Then the patient was connected to the heartmate touch (hmt). On the hmt, under the setting tab, fixed speed was reading at 3000 rpm and the low speed limit was at 4000 rpm, however, on the hmt monitor view, the patient was reading 5200 rpm. The healthcare provider was not able to make changes to the fixed speed or the low speed on the hmt. When trying to download the history off of the hmt, the hmt would not advance further than "file 3 loading". A system controller switch out was performed and the patient was stable at this time. All issues to the hmt and system monitor were resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.